Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that seven years and seven months post implantation, the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to have ivc filter thrombosis, occlusion of the filter and to be suffering from daily fear. According to the medical records, the patient¿s pre-operative diagnosis was deep vein thrombosis (dvt) and pulmonary thromboembolism. The filter was successfully deployed below the renal veins. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the implant was pulmonary thromboembolism and deep vein thrombosis (dvt). At the index procedure, the filter was successfully deployed below the renal veins with excellent positioning excellent positioning and no injury to the ivc. It was reported that the filter subsequently malfunctioned causing but not limited to perforation of the inferior vena cava (ivc) and coronal tilt. The patient reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment. Additional information contained in the patient profile form indicated that seven years and seven months post implantation, the patient had blood clots, clotting and occlusion of the ivc. The patient also reports to have ivc filter thrombosis, occlusion of the filter and to be suffering from daily fear. The filter was successfully deployed below the renal veins. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. With the limited information available and without the procedural films or post implant images to review the reported, tilt, blood clots, clotting, occlusion of the device and perforation could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in a legal brief, a patient underwent placement of an optease vena cava filter which subsequently malfunctioned causing perforation of the ivc and coronal tilt. The patient reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  Without procedural films for review, the filter tilt and vessel injuries reported could not be confirmed. With the limited information available for review, clinical factors contributing to the vessel injuries could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Additionally, the timing and mechanism of the filter tilt is unknown at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6) vs. Cordis, the patient underwent placement of an optease vena cava filter which reportedly subsequently malfunctioned causing but not limited to perforation of the ivc and coronal tilt.  The patient reportedly suffered life-threatening injuries and damages requiring extensive medical care and treatment.